Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-8400td serial/batch number (B)(6) was received for investigation. A visual inspection revealed damage to both the inner and outer tubes of the torpedo. The tip of the inner tube was broken, resulting in a loss of geometry at the distal end. Additionally, the tip of the outer tube exhibited nicks and damage along the cutting edge. Functional testing was not conducted due to the damage to the instrument's tip. This event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a meniscus refixation surgery the shaverblades were defective. The inner blades of the shaver blade came loose. Nothing has fallen out or remained in the patient. The loose parts hang in the shaverblade itself. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.